Event description:
Limited information was reported from the user facility in another country, regarding a patient that experienced some bleed out thought the y-site of this intravascular administration set. This was a patient was undergoing a procedure and it is alleged that the luer-lock cap became detached from the y-site, which led to some blood refluxing out the open y-site.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.